Event description:
Reporter called and it was discovered that he has experienced the er1 message. Reporter would then retest and get a blood glucose "around 160" mg/dl. Reporter stated he did not compare results to the color chart.